Event description:
The patient underwent a revision in (B)(6) 2011. The leads had moved and were replaced. It was unknown if the ins was replaced too. She feels better now. Additional information has been requested.

Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the lead revision/implantable neurostimulator (ins) replacement the patient had was on (B)(6) 2011. The patient noted the implant was replaced but the reason was unknown.